Event description:
On (B)(6) 2015, registered nurse (rn) reported no vibration which occurred on (B)(6) 2015, to dexcom technical support. No medical intervention or injuries were reported. Prior to contact with the rn, territory business manager had tested the device alert functionality and reported that vibration was not functional.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
On (B)(6) 2015, registered nurse (rn) reported no vibration which occurred on (B)(4) 2015, to dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The receiver case was opened and an interior inspection was performed. A vibration test was performed and the test failed. The reported event of no vibration was confirmed. The root cause was determined to be a defective vibrate motor.